Manufacturer narrative:
.

Event description:
It was reported to philips that the heartstart xl defibrillator upper portion did not change when increasing the gain for the ECG waveform. There was no patient involvement.